Event description:
A customer obtained an imprecise and lower than expected vitros phyt quality control result while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if patient samples were tested during the interval that the imprecise quality control results were obtained as this information was not provided by the customer when requested. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that an imprecise and lower than expected vitros phyt quality control result was obtained from the vitros 5,1 fs chemistry system. Both the analyzer and the reagent could not be ruled out as contributing factors. An alternate vitros phyt slide lot has resolved the issue. The FDA's (B)(4) district office was notified of this issue on (B)(4) 2010. The investigation was unable to determine a definitive root cause. Investigation of vitros phyt reagent lot 2649-0115-xxxx is ongoing.